Event description:
Further information confirmed the event occurred during preparation with no patient contact.

Manufacturer narrative:
One swartz braided transseptal guiding introducer was received for investigation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure, when irrigating the sheath, a valve leak occurred. The sheath was exchanged and there were no patient consequences.